Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when turning on the monitor, the main screen froze and touchscreen and hardware buttons wouldn't respond. When turning off by holding the power button, it took an extended amount of time to shut down. A request for additional information regarding the incident has been sent and the response is not yet received. There was no patient or user harm reported along with this complaint.